Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent was used during a stent deployment procedure in the bile duct on (B)(6) 2013. According to the complainant, the indication for stent placement was due to ingrowth of a previously placed stent. The wallflex biliary partially covered stent was to be implanted within the previous stent. Reportedly, the patient¿s anatomy was not tortuous. During the stent placement procedure, when the physician attempted to reconstrain the device to reposition the stent, the outer sheath was buckled and the stent could not be reconstrained. The stent was deployed and then removed. The procedure was completed with a smaller wallflex biliary partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent was used during a stent deployment procedure in the bile duct on (B)(6) 2013. According to the complainant, the indication for stent placement was due to ingrowth of a previously placed stent. The wallflex biliary partially covered stent was to be implanted within the previous stent. Reportedly, the patient¿s anatomy was not tortuous. During the stent placement procedure, when the physician attempted to reconstrain the device to reposition the stent, the outer sheath was buckled and the stent could not be reconstrained. The stent was deployed and then removed. The procedure was completed with a smaller wallflex biliary partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent was fully deployed and returned. It was noted that the outer sheath was accordioned at several locations along its length. During analysis there were no issues with the movement of the outer sheath distally or proximally. No other issues were noted to the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.